Manufacturer narrative:
Product event summary: the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood and body t issue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix fully retracted.

Event description:
It was reported the ventricular lead threshold measurement had increased and there was loss of capture. An attempt was made to reposition the lead; however, the parameters were not satisfactory and there was a wide fluctuation in impedance and threshold measurements. The physician elected to remove the lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).